Event description:
It was reported that the customer had been experiencing high blood glucose levels. The customer's blood glucose was over 600 mg/dl. The customer stated that she had diabetic ketoacidosis at the time of the call and refused to go to the hospital. The customer stated that she gave herself a correction bolus. Troubleshooting was done. The customer stated that the drive support cal appeared normal. Advised customer to run a manual prime, and insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that the cannula was not bent or occluded. The customer agreed to go to the hospital, and the customer's husband stated that he would call back regarding the hospitalization. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.